Manufacturer narrative:
(B)(4). The clinic is reporting this adverse event only and did not request or require field service or clinical support. All pertinent information available to abbott medical optics has been submitted.

Event description:
The clinic reported that a laser vision correction patient had surgery on (B)(6) 2016 and presented on one day post treatment with folds/wrinkles in left eye. It was noted the patient awoke at 12:30 am with pain and blurry vision. Flap wrinkles and displacement were noted. The topical steroid dosage was increased. It was stated that the patient had no loss of best corrected visual acuity (bcva). The patient complained of blurred vision and pain. Patient reported symptoms are not interfering with daily activities. A flap lift and reposition was performed to smooth wrinkles. Surgeon reported that patient had small tight orbits. Flap creation was difficult and he used a drop of alphagan p.